Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, a conclusive cause for the reported difficulty could not be determined. It may be possible that the rupture occurred due to interaction with lesion or associated devices during use; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left tibial artery that was heavily calcified. The lesion was pre-dilated with a 2.0 balloon first. Then, during the first inflation of the armada 14 , the balloon ruptured at 8-10 atmospheres. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.